Event description:
Particulate matter observed in the tubing, distal to the clamp. Bag had been spiked and the line bled before it was observed. It is unknown if the particulate matter in the tubing was present prior to removing it from the manufacturer's original packaging, or, if it originated from the spiked bag (looks not to be free-floating).